Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) found that the auxiliary cabinet 1 legacy half-height cubie drawer with 1¿2 pockets had failed and would not recover. The fse replaced the position sensor and the retractor band. The fse removed debris and foil shards from the mother of all board (moab) and underneath it and found a bad spot on the moab. The device was tested and passed both diagnostics and application checks. A proactive inspection process was carried out. The system functioned as intended after the field service engineer repaired the device.